Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicates that cultures of the driveline (dl) exit site were positive for pseudomonas. Based on the final sensitivities, the patient was started on a six-week course of oral ciprofloxacin. The patient¿s condition appears to have improved and he/she was discharged home on (B)(6) 2016. No further information has been provided.

Manufacturer narrative:
Additional information received indicates that when the patient was seen in clinic, two thirds of the driveline (dl) exit site was noted to be hard and tender. The site suspected that this was related to an abscess. The patient was admitted to hospital and was treated with intravenous antibiotics. No further information has been provided. The primary investigator reported that the relationship between the event and the study device, implant procedure and patient's condition was undetermined. No further information has been provided. (B)(4). Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. The instructions for use and patient manual provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. Infection and sepsis are known potential complications of patients after any surgical procedures or in those with open access sites. The pump remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. In this case these factors may have included the progressive nature of the patient's underlying disease process. There are patient factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that from the clinical database that a patient was electively admitted with a presumed driveline (dl) exit site infection on (B)(6) 2016. Details regarding the patient's symptoms at presentation, the results of any diagnostic testing or treatments provided were not reported. The event was reported to have been resolved on (B)(6) 2016.  The primary investigator reported that the event was unrelated to the patient's condition, hvad system or procedure.